Event description:
It was reported that the customer had issue with the pump that led him to go into diabetic ketoacidosis. Customer stated that sometimes the pump works fine, but sometimes it doesn't. Customer stated that he will take 3 boluses before he sees a drop in blood glucose level. Customer's blood glucose level was 770 mg/dl at the time of hospitalization. Customer was hospitalized on (B)(6) 2014 at 5pm and had diabetic ketoacidosis. Customer stated that he kept going to the bathroom and the blood glucose level kept going up. Customer was in bed prior to hospitalization. Customer was hydrated and treated with manual insulin at the hospital. Customer took the pump off hours after he arrived at the hospital. Customer was able to run a manual prime and the insulin exited the tubing. Pump was programmed correctly and passed high pressure and priming tests. Customer was advised that the pump was working as designed. Customer was advised to change the entire set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.